Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 300 mg/dl for past and present issue. Correction boluses were delivered to address the past and current bg levels. For the past occlusion alarms the customer would change their infusion set site. System check was performed with the current supplies and a hairline crack was observed on the cartridge. The cartridge had been in use for 3 days. The customer wore the pump against their skin in an area where they apply lotion. The customer changed their cartridge and infusion set site and the customer was able to resume insulin deliveries.